Event description:
It was reported that during treatment of a right middle cerebral artery occlusion, the emboli appeared to be calcified, visible in the unsubtracted image. The physician used a trevo stent retriever with the sofia. The trevo was tracked through the sofia up to the proximal third of the trevo. A 60cc locking syringe was used for negative pressure for aspiration on the system. Once the syringe was engaged, the physician began pulling the trevo to engage embolus and was pulling back into the sofia. At a certain point, the backwards movement of the trevo stopped and it started to stretch. The trevo and sofia were pulled simultaneously. There was a moment of resistance where the sofia and trevo would not move back from the pulling. The rist catheter began to track distally and then the sofia and trevo gave and pulled back into the rist guide catheter. The physician continued to pull the sofia and trevo all the way out. He aspirated on the rist catheter several times and then performed a post angio. The angio showed a marker tip in the distal m3 branch of the right middle cerebral artery. The sofia was inspected and the distal marker tip was missing. The marker tip was reported to cause a partial occlusion. The patient was reported not in good condition due to cerebral hemorrhage.

Manufacturer narrative:
The device was reported to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.